Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer's blood glucose was 400 mg/dl and 379 mg/dl at the time of call. It was reported that the auto mode was not active at the time of incident. It was stated that the customer inserted a new infusion set and there was too much blood when she removed the set from her body. The customer declined high blood glucose troubleshooting because she stated that she was feeling ok now and her blood glucose was going back to normal then blood glucose was 269 mg/dl. The insulin pump will not be returned for analysis.